Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming error 45636. The patient had stated that the pump had been leaking and that a wet spot had been noticed on her pants, with the carrying case also wet. The patient had been instructed to open and then close the battery door. A loss of power alarm had been acknowledged. The pump had been powered down, and the clamp on the tubing closest to the PICC line had been closed. The pump had been placed in a biohazard bag. The patient had been instructed to call the doctor immediately and had been informed that the infusion could not be stopped for more than four hours. The medication had been blincyto. There were no injury and the event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
H3: one used product was received for evaluation. Visual inspection found no physical damage or anomalies. Functional testing was performed where the cassette was filled with 250ml of water using an ICU medical provided syringe. During the filling process, a leak was observed from the cassette when fully filled. Under closer inspection, a leak was observed from corner 2 of the cassette bag. The customer's complaint was confirmed, and the probable cause was due to unintentional damage to the bag seam when closing the side panel during compounding.